Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level and diabetic ketoacidosis. The customer states there have been three hospitalizations for diabetic ketoacidosis since thanks giving. The customer states their blood glucose level has been over 700mg/dl. The customer's most current level was 112mg/dl. The customer was sent emergency supplies so they could be discharged from the hospital.